Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a pair of scd express sleeves. The customer reports that there was increasing edema/bruising as the days progressed related to fluid resuscitation-non pitting to 1+.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.